Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was above 500 mg/dl. Reportedly, a second cgm bg reading was 77 mg/dl, and the meter bg reading was 396 mg/dl. Reportedly, multiple bg meters were used for calibrations. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.